Event description:
Over the past 6 - 8 weeks, we have 42 distinct problems with cadd cassettes including: leaking cassettes, hair in cassette, green particles in cassette, and broken tubing. We have had 2 reach patient with air-in-line alarm where the cassette was noted to have leaking fluid. FDA safety report ID # (B)(4).